Manufacturer narrative:
This event was initially submitted as 3004478276-2016-00151 as a group of events as device information was not available. Additional information, including patient information, date of implant and explant, and serial number have been received as of (B)(6) 2017. Now that information is available, the initial report is being submitted.

Event description:
A mitroflow lxa was explanted as a result of svd.